Event description:
It was reported that during a post-implant check, post-paced t-wave oversensing was observed. The patient did not receive inappropriate therapy. The oversensing was noted on a real-time egm. Programming changes wererecommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.